Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several shocks were aborted due to noise on the lead. Telemetry strips showed a four second pause of asystole. The lead was capped.